Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a low blood glucose level of 40 mg/dl and had blood glucose levels up to 375 mg/dl. Customer reported having a change sensor alarm and inserted a new sensor the following morning. Troubleshooting was performed for the change sensor alarm. Customer stated that her blood glucose rapidly changes and that's when she starts to have problems with her sensor. Customer received a calibration not accepted alarm and then a change sensor alarm. Customer stated that she does not need to continue troubleshooting and knows that if she changes her calibration method, the sensor performance will improve. One sensor will be returned for analysis. The insulin pump will not be returned for analysis.